Manufacturer narrative:
Concomitant product: t510-27h tissue valve, implanted: (B)(6) 2004.

Event description:
It was reported that during a routine device change out, the left ventricular (lv) lead fractured. The lv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.